Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 400 mg/dl. Cause was not known. A manual injection was delivered to address bg. Reportedly customer experienced nausea and chest pain. Tandem support instructed customer to seek medical advice/attention if needed. Recommendation was made to consult with a healthcare provider regarding diabetes management. Customer declined any further follow up.